Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation with a rapid ventricular response at 188 bpm contributed to the false detection. The pt was at home at the time of the event. The pt was conscious at the time of the event. The pt's sister was with the pt at the time of the treatment. The pt stated that he tried to press the response buttons but was only able to press one. A review of the downloaded data confirms that the response buttons were only pressed intermittently after the treatment was delivered. The pt went to the hosp for further eval following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hospital for further eval following the event and will continue wearing the lifevest. Explanation of (other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Manufacture date and usage of device: monitor (B)(4): reuse; electrode belt (B)(4): 06/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).